Event description:
Ethicon 5 mm trocars being used on a lap nissen and the seals started to leak during the case. No injury to pt. No package available at end of case with identifying info such as lot number, expiration dates, etc.

Event description:
Add'l info received from MFR 1-3-2003: a 512b endopath blunt tip trocar was returned in good physical condition. The device was not found to have any damaged components. The device was tested for leakage and was not found to leak. The batch history records were reviewed with no anomalies noted during the manufacturing process. The reported event could not be recreated. The returned device functioned as intended and did not leak when tested. Therefore, it can be determined that the reported event was not attributable to the device.